Event description:
It was reported that the sensor and blood glucose readings had discrepancy. Customer stated that the insulin pump goes to threshold suspend however his blood glucose was not low. Customer's blood glucose was 158 mg/dl and sensor glucose reading was 53 mg/dl. Troubleshooting was done. The customer was educated regarding sensor and blood glucose readings. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.